Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of "2+ pek" (punctuate epithel keratitis), observed on a patient's right eye centrally and across flap at two weeks post lasik treatment. Reporter indicated the patient instructed to increase artificial tear use and add liquigel eye drops at bedtime for dryness. Patient noted right eye great initially; but post operatively getting blurrier. Additional information has been requested.